Event description:
The device and indicated that it needs repair. There was no pt involved in this event.

Manufacturer narrative:
The casing was damaged, but it did not affect the function of the unit.